Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that as of 09-apr-2019, they were still awaiting a date for the procedure. It was noted that the healthcare professional did not have information on what lead serial number was implanted.

Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). The ins was removed, and they needed to wait for delivery of new equipment. It was asked if the rest of the system could remain in the patient. Additional information was received from the rep. It was reported that the patient had a broken lead that needed to be substituted together with the extension. The physician wanted to keep the ins implanted. Additional information was received from the rep. It was clarified that the ins wasn't explanted. During a lead revision, it was found that the lead had broken near the extension connection. The surgeon did not have the correct replacement kit as the nurses had misunderstood what was needed. The extension and components were left in situ until further notice. The issue was not resolved as of (B)(6) 2019. It was noted that the patient experienced no sensation. The device identifying information and implant dates were unknown. It was unknown what caused the lead break. No diagnostics or troubleshooting was performed. The patient's gender, age, and weight were not disclosed. It was noted that product would not be returned.